Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was dropped during cheerleading practice, after which the device powered with a lit blue display but showed a blank screen while emitting connection beeps, indicating the display was nonfunctional though the pump remained active. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included a temporary transition to backup insulin pen therapy and shipment of a replacement device and inspection of returned device. Investigation included remote troubleshooting and assessment of user-provided photos. Investigation of this device revealed a display malfunction consistent with physical damage to the screen assembly following impact, with the remainder of the device appearing operational. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.